Manufacturer narrative:
Concomitant medical products.: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to repair the aortic valve the subcutaneous lead was cut. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.